Event description:
It was reported post-operatively during the pulse field ablation procedure, the patient experienced a hematoma with worsening groin pain, groin swelling, puncture site bleeding, and bruising and fullness at the site. The patient presented to the emergency department and had a new hospitalization, where site pressure and bedrest were provided. Hemoglobin and hematocrit were monitored by blood testing and remained stable, and a computed tomography scan was performed that showed no active bleeding.  The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.